Manufacturer narrative:
Device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted were pxc181000/03482829 and pxc201200/04161259.

Event description:
In 2006, the pt was treated with the gore excluder aaa endoprosthesis. Follow-up imaging confirmed a proximal type I endoleak. In 2007, a palmaz 4010 was implanted and ballooned to straighten out the angulated aorta. The physician stated that treatment had resolved the type I endoleak. Final angiography showed a few lumbar arteries filling with contrast. A neurological catheter was used to coil off the right hypogastric artery. A small type ii endoleak remained. The physician felt it would clot off and the pt will be monitored.